Event description:
Caller reported a problem with cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and after following these steps, the error did not reoccur. The caller was able to successfully start their sensor session.